Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the hematoma was not device related.

Event description:
The patient came into the office for a one week check and it was noted there was a large hematoma with some blood oozing at the implant site. This is all of the information that was provided at this time. Should additional information become available, this event will be updated. All available information suggests this system remains implanted.